Event description:
It was reported that the implantable neurostimulator would not charge and the patient had a hard time charging. Most of the time the device was not working because it would not charge. In addition, the device interfered with her concomitant, non-chargeable, neurostimulator (refer to mfg report# 3004209178-2011-10151). With continued charging problems, the device was replaced with a non-rechargeable neurostimulator.

Manufacturer narrative:
Product ID: 39565-30 lot#: serial#: (B)(4) implanted: 2008-(B)(6) explanted: product type: lead product ID: 3888-45 lot#: v298142 serial#: implanted: 2010-(B)(6) explanted: product type: lead product ID: 3888-45 lot#: v298142 serial#: implanted: 2010-(B)(6) explanted: product type: lead product ID: 3888-45 lot#: v488646 serial#: implanted: 2010-(B)(6) explanted: product type: lead product ID: 3888-45 lot#: v313526 serial#: implanted: 2010-(B)(6) explanted: product type: lead product ID: 37752 lot#: serial#: (B)(4) implanted: explanted: product type: recharger product ID: 37743 lot#: serial#: (B)(4) implanted: explanted: product type: programmer, patient product ID: 37743 lot#: serial#: (B)(4) implanted: 2008-(B)(6) explanted: product type: programmer, patient product ID: 37702 lot#: serial#: (B)(4) implanted: 2008-(B)(6) explanted: product type: implantable neurostimulator product ID: 3708220 lot#: serial#: (B)(4) implanted: 2010-(B)(6) explanted: product type: extension product ID: 3708220 lot#: serial#: (B)(4)implanted: 2010-(B)(6) explanted: product type: extension product ID: 3708140 lot#: serial#: (B)(4) implanted: 2008-(B)(6) explanted: product type: extension product ID: 3708140 lot#: serial#: (B)(4) implanted: 2008 -(B)(6) explanted: product type: extension. (B)(4).